Event description:
It was reported to baxter that a flogard infusion pump displayed error code 22. Process step is unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Failure code 22 in the alarm log. The device is in the process of being evaluated. If additional information becomes available, a followup report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-22 alarm was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be a disconnected cn851 occlusion sensor connector. The sensor was reconnected and the occlusion sensors recalibrated to correct this condition. Should additional relevant information be received, a follow-up medwatch will be submitted.